Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08360. It was reported that shaft break and stent damage occurred. The target lesion was located in a coronary artery. A 2.25x32mm synergy ii stent was advanced over the guide wire; however, at about the mid portion of the shaft of the stent delivery system (sds) and stent it was reported to be "kinked, buckled or fractured". Another 2.25x32mm synergy ii was selected and advanced; however the same issue occurred. Both devices never entered the patient's body. The procedure was completed using a 2.25x32mm promus premier stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found inner and outer flattened at 42 mm, 57 mm and 65 mm proximal to the bi-component bond. A 0.014 inch guidewire could be inserted through the tip and out through the guidewire exit port without issue. This type of damage is consistent with excessive force being applied to the delivery system during handling of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08360. It was reported that shaft break and stent damage occurred. The target lesion was located in a coronary artery. A 2.25x32mm synergy ii stent was advanced over the guide wire; however, at about the mid portion of the shaft of the stent delivery system (sds) and stent it was reported to be "kinked, buckled or fractured". Another 2.25x32mm synergy ii was selected and advanced; however the same issue occurred. Both devices never entered the patient's body. The procedure was completed using a 2.25x32mm promus premier stent. No patient complications were reported.